Manufacturer narrative:
Pump was exchanged successfully. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the heart failure coordinator that the patient underwent a pump exchange, she described the patient as supratherapeutic on coumadin with inr running 3-5 despite adjustments in coumadin clinic. Also on aspirin and persantine. Bp had been reasonably controlled with doppler bp in the 80s. Pump parameters were stable but increasing ldh. Cxr looked ok for pump position but will know more during exchange today. Pump exchange successful.